Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device is triggering high pressure alarms and not triggering with the patient's breath. During post they get a check line error and other error to replace or check the tubing type and after it continues to run for about 2-3 minutes of use. Self test is passing select spn-CPAP. Keeps coming up to check the lines. After a few minutes it will go to a technical inop. Pressure line hoses not fitting tight. There was no injury reported.

Manufacturer narrative:
The device was repaired on site by replacing the sensor pcb because of a failure in sensor s6. Sensor s6 measures external flow via differential pressure on measuring lines. The described device-behavior developed out of this failure. This could be confirmed during logfile analysis. The also described not tight fitting line hoses could not be confirmed. In case of a technical problem (e.g. "Check measuring lines" / "device failure") the device alarms visually and acoustically. Potentially the ventilation may stop with alarm. In this case, an alternative independent ventilation device has to be used instantly, as described in the IFU. The peep is released, spontaneous breathing is possible. The failure rate of the sensor pcb is monitored monthly in the product quality board and is rated to be acceptable.

Event description:
Please see initial-report.